Event description:
Complainant alleged that during a routine shift check by a clinician the device's display intermittently blanks out. When display is available, it is displayed at an angle. Complainant indicated that there was no pt involvement in the reported malfunction.